Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023-001. The center notified the sales reps that the subject pacemaker involved in the aforementioned fsca was explanted and replaced according to the recommendations provide in the fsn. No patient files will be transmitted for expertise and the device will not be returned for expertise.